Manufacturer narrative:
Based on the information provided, it is unclear if the patient has undergone corneal transplant surgery. Additional information pertaining to the lot number, product and injury has been requested but has not been received at this time. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable events and trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse. No conclusions can be drawn. Device not returned. No evaluation will be performed.

Event description:
Email received from our affiliate (B)(4) stating they received "communications from the gm from (B)(6) asking for support in legal situation." They received a legal document from a patient (pt) indicating that she experienced acanthamoeba ou while wearing acuvue advance contact lenses (cl). The pt wore the lenses on a daily wear and biweekly replacement schedule. The lens care solution is unknown. Our affiliate reported the following information was received: "I am addressing you making you responsible for the consequence that leads me the use of contact lenses of your manufacture called "acuvue advance with hydraclear," which caused me acanthamoeba parasite development. Defects that accused the lenses of your provision, I have generated a huge loss of vision that covers 100% of the left eye and a significant decrease in right. Under such conditions I should undergo numerous treatments and surgeries: corneal transplantation, cataract, lens shift, glaucoma, transfer of amniotic membranes, etc." The treatment regimen, dates of service and pt's va are unknown at this time. The report did not provide any information about the 'defect." This report is being submitted for the right eye. Please refer to # 1033553-2013-00020 for information regarding the left eye.